Manufacturer narrative:
The bild2 reagent lot number was 82119001 with an expiration date of 30-nov-2025. The field service engineer (fse) performed various service actions, including cleaning the vacuum system and adjusting the cuvette rinse levels. The customer has not complained of any further issues. The service actions resolved the issue; however, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for bil-d gen.2 (bild2) on a cobas c 503 analytical unit. The initial result was 8.20 umol/l. The repeat result was 1.74 umol/l.